Event description:
The customer reported via phone call that yesterday he had high blood glucose and all the insulin was out of the pump. Customer just put on a new site 24 hours prior and he has been high all day with only 50 units left of insulin left in the pump. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer treated with a manual injection. Customer stated that he pushed through 1 unit and it came out. Customer stated that he only changed the reservoir and not the site. Customer was advised to change the site and the set. Customer had a bent cannula earlier today. Customer will send back a 23 inch tubing and was advised that it was considered off-label use. Customer was also advised to monitor the set and his blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.